Manufacturer narrative:
Dc bead was reported to have been used in the treatment of these patients. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Disseminated intravascular coagulation [disseminated intravascular coagulation]. Multiple cerebral infarctions, partly hemorrhagic [cerebral infarction]. Lactate dehydrogenase [blood lactate dehydrogenase increased]. Deteriorating liver function tests [liver function test abnormal]. Case description: initial information received on 25-aug-2015: this literature medical device report was published in 2015 in the journal cardiovascular and interventional radiology by carling et al., with the title "transarterial chemoembolization of liver metastases from uveal melanoma using irinotecan-loaded beads: treatment response and complications", it concerned a patient of unspecified age affected by liver metastases from uveal melanoma (um). The patient was part of a retrospective analysis conducted on 14 patients diagnosed with liver metastases from um. All patients were diagnosed with liver metastases on annual contrast-enhanced ultrasound. Subsequently, contrast enhanced CT, contrast-enhanced MRI and pet were performed for assessment of liver involvement and detection of extra-hepatic disease. All patients had a patent portal vein and an eastern cooperative oncology group (ecog) grade of 0 or 1. This patient had been treated 6 months earlier with systemic temozolomide/lomustine and a mitogen-activated protein kinase (mek) inhibitor. The patient had 11 liver lesions, with the largest short diameter length of 33 mm, and ltb of <5 %. The patient had a ld elevation from 414 to 1900 iu/l between the first and the fourth procedure, deteriorating lfts (ast 23-303, alt 15-199, alp 82-307, gammagt 17-271 iu/l), but normal bilirubin, albumin, and inr. Further, this patient had a variant liver anatomy, with a single segment 5-arterial feeder from the superior mesenteric artery, and the rest of the arterial circulation from the proper hepatic artery. On an unspecified date, the patient received debiri treatment using dc beads 100-300 microm loaded with 100mg of irinotecan. The access use for the procedure was arterial femoral. Beads loaded with irinotecan were mixed with 10-15 ml iodine contrast and injected slowly, following 1-3 ml of intra-arterial lidocaine (10 mg/ml). Experienced interventional radiologists performed the procedure. The patient received 4 procedures (two procedures per lobe). Patient had an intravenous pump to administer 1 mg ketobemidone every eight minutes during the procedure. Other applied periprocedural drugs included intravenous diazepam and metoclopramide. On the last control angiogram after the fourth procedure, there was a shunt between the separate arterial systems, and there had possibly been an overlap of treatments. At discharge, the day after the 4th procedure, the patient was in habitual status; however 5 days later, the patient was admitted to the local hospital with malaise, and laboratory findings indicating disseminated intravascular coagulation (dic). The patient then developed multiple cerebral infarctions, partly hemorrhagic, and died 4 days later. The reporter stated that due to the development in ld and lfts, with relatively limited radiological disease at treatment start, and a complicated variant anatomy, it is possible that the dic was related to the debiri treatment. A follow-up CT of the liver was not performed. Case comment: the events disseminated intravascular coagulation and cerebral infarction are considered unlisted according to the current instruction for use of dc bead. However, death is considered listed according to the current instruction for use of dc bead the company considers the events related to the treatment with dc bead. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis the first sales for dc bead in the (B)(4) were in 2004. Sales data from jan-2010 for dc bead is: EU 116.815 vials and row 59.919 vials.

Manufacturer narrative:
Dc bead was reported to have been used in the treatment of this patient. The equivalent product lc bead is available in the USA and is indicated for the treatment of hypervascular tumors and avms.

Event description:
Disseminated intravascular coagulation [disseminated intravascular coagulation] multiple cerebral infarctions, partly hemorrhagic [cerebral infarction] lactate dehydrogenase [blood lactate dehydrogenase increased] deteriorating liver function tests [liver function test abnormal] case description: initial information received on 25-aug-2015: this literature medical device report was published in 2015 in the journal cardiovascular and interventional radiology by carling et al., with the title "transarterial chemoembolization of liver metastases from uveal melanoma using irinotecan-loaded beads: treatment response and complications", it concerned a patient of unspecified age affected by liver metastases from uveal melanoma (um). The patient was part of a retrospective analysis conducted on 14 patients diagnosed with liver metastases from um. All patients were diagnosed with liver metastases on annual contrast-enhanced ultrasound. Subsequently contrast enhanced CT, contrast-enhanced MRI and pet were performed for assessment of liver involvement and detection of extra-hepatic disease. All patients had a patent portal vein and an eastern cooperative oncology group (ecog) grade of 0 or 1. This patient had been treated 6 months earlier with systemic temozolomide/lomustine and a mitogen-activated protein kinase (mek) inhibitor. The patient had 11 liver lesions, with the largest short diameter length of 33 mm, and ltb of <5 %. The patient had a ld elevation from 414 to 1900 iu/l between the first and the fourth procedure, deteriorating lfts (ast 23-303, alt 15-199, alp 82-307, gammagt 17-271 iu/l), but normal bilirubin, albumin, and inr. Further, this patient had a variant liver anatomy, with a single segment 5-arterial feeder from the superior mesenteric artery, and the rest of the arterial circulation from the proper hepatic artery. On an unspecified date, the patient received debiri treatment using dc beads 100-300 microm loaded with 100mg of irinotecan. The access use for the procedure was arterial femoral. Beads loaded with irinotecan were mixed with 10-15 ml iodine contrast and injected slowly, following 1-3 ml of intra-arterial lidocaine (10 mg/ml). Experienced interventional radiologists performed the procedure. The patient received 4 procedures (two procedures per lobe). Patient had an intravenous pump to administer 1 mg ketobemidone every eight minutes during the procedure. Other applied periprocedural drugs included intravenous diazepam and metoclopramide. On the last control angiogram after the fourth procedure, there was a shunt between the separate arterial systems, and there had possibly been an overlap of treatments. At discharge, the day after the 4th procedure, the patient was in habitual status; however 5 days later, the patient was admitted to the local hospital with malaise, and laboratory findings indicating disseminated intravascular coagulation (dic). The patient then developed multiple cerebral infarctions, partly hemorrhagic, and died 4 days later. The reporter stated that due to the development in ld and lfts, with relatively limited radiological disease at treatment start, and a complicated variant anatomy, it is possible that the dic was related to the debiri treatment. A follow-up CT of the liver was not performed. Follow up information received on 03-dec-2015: patient's details were provided: (B)(6) year-old male patient. The patient underwent 4 debiri-tace procedures on (B)(6) 2013. The patient experienced an increasing ldh and liver function test after the second procedure, which progressed after the third and the fourth. No specific symptoms reported on discharge after last procedure. Six days later, the patient was re-admitted at the local hospital due to malaise and neurological deficit. Patient's CT-scan showed cerebral infarctions and lab test were highly suspicious of disseminated intravascular coagulation (dic). The patient passed away on (B)(6) 2013. The reporter stated that this event was unexpected, and it is believed that the debiri treatment had part in the event, due to the temporal relationship. In addition the variant anatomy of the patient (on last angiogram a shunt was discovered) was a risk for overtreatment. The high ldh levels indicated excessive cell damage. Case comment: this case reports the use of dc bead with irinotecan for liver metastases from uveal melanoma (off-label use). The events disseminated intravascular coagulation, cerebral infarction, blood lactate dehydrogenase increased and liver function abnormal are considered unlisted according to the current instruction for use of dc bead. However, death is considered listed according to the current instruction for use of dc bead the company considers the events experienced by the patient also related to the treatment with dc bead. This single case report does not modify the risk benefit balance of dc bead. The company is continuously monitoring all respective reports received, and based on cumulative experience, will re-evaluate the available evidence on an ongoing basis the first sales for dc bead in the UK were in 2004. Sales data from jan-2010 for dc bead is: EU 116.815 vials and row 59.919 vials. Final assessment 03 dec 2015: a (B)(6) year old patient underwent debiri treatment for uveal melanoma metastatic to the liver. Five days later they presented with dic complicated by multiple strokes, and died 4 days subsequently. The reporting physician felt that the events were related to the debiri procedure, possibly because variant vascular anatomy may have led to inadvertent overtreatment. No device failure has been identified as a result of these adverse events. No further follow up information is expected and it has been assessed that no corrective action is necessary at this time and the report is considered final.